Manufacturer narrative:
Upon receipt of this device at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned device identified a piece of foreign material (fm). The water line, drain line, and saline flush line had been cut. A syringe was not returned for analysis. A spectroscopy test was conducted and it indicated that the foreign material was consistent with the material used in the duckbill of manifold assembly. Risk review and labeling review identified that the adverse event of foreign material present in device is a known risk of the device. It is most likely that when the cytoscope was being inserted unknown factors caused the seal to tear resulting in the formation of the fm found at the time of the event. This interaction between the cytoscope and the duckbill seal may also be related to the allegation of air being difficult to remove requiring tapping of the device from the outside. However, from the information uncovered in this investigation and with the available information provided in the complaint record it is not possible to establish cause for why the seal tore at the time of the event generating the fm. Unknown factors, likely at the time of cytoscope insertion into the device caused the duckbill seal to tearm, however with the available information a clear and probable cause cannot be established and therefore "cause not established" was assigned to this investigation.

Event description:
It was reported that the air could not be removed initially when the device was inserted. The sheath was tapped from the outside and the air could be removed. When the delivery device was inserted into the bladder to measure the length, a transparent fragment was observed. After the procedure was completed with this device, the fragment was endoscopically retrieved from the patient's body. There were no patient complications.

Event description:
It was reported that the air could not be removed initially when the device was inserted. The sheath was tapped from the outside and the air could be removed. When the delivery device was inserted into the bladder to measure the length, a transparent fragment was observed. After the procedure was completed with this device, the fragment was endoscopically retrieved from the patient's body. There were no patient complications.